Event description:
The patient underwent removal of variable angle (va) locking screw, va locking compression (lcp) lateral distal fibular plate, and unknown screws, due to pain and discomfort due to prominence of the implants.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code, patient code 3191 used to capture prominence of the implants. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure occurred on (B)(6) 2018.

Manufacturer narrative:
This report is for an unknown va lcp lateral distal fibular plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent the removal of a variable angle (va) locking screw, va locking compression plate (lcp) lateral distal fibular plate, and unknown screws on (B)(6) 2018. During the removal procedure, the head of a va locking screw broke off. The removal procedure is addressed in this report. (B)(4) addresses the intraoperative issue with the broken screw head. This report is for one (1) unknown va lcp lateral distal fibular plate. This is report 2 of 3 for (B)(4).